Manufacturer narrative:
(B) (4). Dysgeusia.

Event description:
The pt experienced intermittent stimulation and poor pain relief. There was no known accident or incident related to the event. The pt stated that he "thinks the wire moved" because he was not getting the relief that he had previously. The pt also had a metallic taste in his mouth. The pt turned the stimulator off 4 weeks ago. The pt was at home. His status was "good". The pt was encouraged to contact his healthcare professional. Additional info has been requested, a follow-up report will be sent if additional info becomes available.